Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited possible premature battery depletion. A request for data review was needed. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited possible premature battery depletion. A request for data review was needed. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited possible premature battery depletion. A request for data review was needed. A review of the device data confirmed that the device was depleting normally based on the programmed settings and clinical use. Technical services (ts) discussed normal device follow up, as well as if appropriate to assess the right ventricular pacing threshold and reprogramming to a lower value if clinically appropriate. This would reduce the power consumption and longevity remaining would reflect that change by extending the longevity. No adverse patient effects were reported.